Event description:
The reporter indicated the surgeon implanted an micl implantable collamer lens, -8.0 diopter and at one day post-op, the patient had poor vision and a refractive surprise of -4.0. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the surgeon stated at the 24 hour post-op the patient presented with a 20/20 -4 refraction. At the 48 hour post-op, the patient was plano 20/20 uncorrected. The surgeon stated he administered miochol drops after the surgery to constrict the pupil and it didn't wear off. The surgeon stated he usually administers miochol for very dilated eyes and this patient had small pupils to start with. The surgeon stated using miochol drops probably was the cause for the poor vision and refractive surprise, there was no problem with the icl lens. The lens remains implanted and the patient is doing well.

Manufacturer narrative:
Method: medical review. Results: per medical review - review of the complaint file indicates that the patient experienced temporary refractive surprise at 24 hours post-op of icl (-8.0d) implantation. The refractive correction was -4d with 20/20. At 48 hours post-op the patient's vision resumed to ucva 20/20. The surgeon believed that miochol administered during the surgery to constrict the dilated pupil caused the event. The patient's pupil was small at the time of surgery. The lens was still implanted with no problem. The patient is doing well. Miochol is acetylcholine chloride solution that causes miosis. 1% acetylcholine chloride solution is one of routine solutions for pupil constriction during icl implantation. Temporal relationship and dechallenge effect of resuming normal vision support that the root cause of the event is the medicine miochol. Conclusions: based on the complaint history and the medical review, temporal relationship and dechallenge effect of resuming normal vision support that the root cause of the event is the medicine miochol. (B)(4).

Manufacturer narrative:
Pt age: unk. Pt weight: unk. Event date: unk. Expiration date - unk. Implant date: unk. Explant date: unk. (B)(4). Device evaluated by manufacturer? No. Lens not returned. (B)(4). Lens not returned.